Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.

Event description:
It was reported the device was used for infusion and the device only delivered 60.85 ml of the total programmed volume (100 ml). No adverse effects reported.